Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient has been having problems ever since implant. Patient has pain in the groin on the same side as the ins. Patient started getting sick and losing weight and they are not sure if it effected nerves. Caller reported the doctor's office basically just changes the program but the caller would like for patient's device to be checked or tested. Lately in the last couple days they will get up in the middle of the night and believes the number has gone down from where it has been set to. Caller also reported that when they first implanted the device patient did not heal right and started to have problems. Patient never had problems with any of their previous devices. The patient was redirected to their healthcare provider to further address the issue. Caller requested physician listings.